Manufacturer narrative:
Device displacement or dislodgement will occur when patient moves the device in some manner contrary to instructions and counseling given on the day of placement. The information as to how the event occurred is often unavailable. Prepex is sold and used in (B)(6), it is neither sold nor used in the USA. Receiving reports regarding aes is very challenging and the company makes every effort to gain as much information as possible. The company did not begin reporting any aes to the FDA until it was demanded by the FDA. As a result there is a gap between the time of the ae and the reporting. This issue will resolve itself during 2017 when the company will report to the FDA as required and requested. Device unavailable.

Event description:
Device dislodged, reason unknown, leading to edema pateint referred to surgical circumcision.

Manufacturer narrative:
Device displacement or dislodgement will occur when patient moves the device in some manner contrary to instructions and counseling given on the day of placement. The information as to how the event occurred is often unavailable. Prepex is sold and used in (B)(6), it is neither sold nor used in the USA. Receiving reports regarding aes is very challenging and the company makes every effort to gain as much information as possible. The company did not begin reporting any aes to the FDA until it was demanded by the FDA. As a result there is a gap between the time of the ae and the reporting. This issue will resolve itself during 2017 when the company will report to the FDA as required and requested. No manufacturer investigation was undertaken since this was a foreseen risk in device usage and is clearly noted both in the IFU and the training program. Device unavailable.

Event description:
Device dislodged, reason unknown, leading to edema pateint referred to surgical circumcision.